Event description:
It was reported that the right ventricular (rv) lead exhibited failure to capture and out of range impedance. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.